Manufacturer narrative:
Age at time of event: 18 years or older. (B)(4).

Event description:
It was reported that deflation difficulties occurred. The 90% stenosed target lesion was located in the mildly tortuous left circumflex artery. After intravascular ultrasound was performed, the 3.50 x 20 synergy¿ was advanced. The stent was deployed at 11atms/10sec. During deflation of the device, some difficulty was noted and after about 20 seconds it deflated. The balloon was moved ¿to front a little¿ and inflated to 14atms. The same issue occurred during deflation. Post dilation was completed using a non bsc 4.0x12mm balloon. There were no patient complications reported and the patient¿s condition was good.

Manufacturer narrative:
Device evaluated by MFR: the stent delivery system (sds) was returned for analysis; however, the stent was not returned. The bumper tip of the device showed no signs of damage. Functional testing was completed by using an inflation device and a calibrated timer. The device was attached to an inflation device and inflated to 11 atm and then was deflated. The device deflated within 10 seconds which is within specification. A visual and tactile examination found no issues with the hypotube shaft profile. A visual and tactile examination found no issues with the profile of the shaft polymer extrusion. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The root cause is not confirmed as there was no evidence of the alleged issue or any anomalies which could have contributed to the reported difficulty. (B)(4).

Event description:
It was reported that deflation difficulties occurred. The 90% stenosed target lesion was located in the mildly tortuous left circumflex artery. After intravascular ultrasound was performed, the 3.50 x 20 synergy¿ was advanced. The stent was deployed at 11atms/10sec. During deflation of the device, some difficulty was noted and after about 20 seconds it deflated. The balloon was moved ¿to front a little¿ and inflated to 14atms. The same issue occurred during deflation. Post dilation was completed using a non bsc 4.0x12mm balloon. There were no patient complications reported and the patient¿s condition was good.